Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently over heats while charging. Allegedly, this caused insulin to degrade and led to a blood glucose (bg) level of 425 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.